Manufacturer narrative:
The pod was received with the cannula deployed. No issues were found that would result in a needle mechanism failure. It could not be determined when the needle deployed. A root cause for the reported needle deploying late could not be determined. Inspection of the cannula assembly did not find it bent, kinked, or damaged, and fluid was able to flow through the fluid path with no signs of struggle. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and bent or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had a delayed deployment and the pod was unable to be used. The cannula was bent.